Manufacturer narrative:
The device was evaluated, and the reported issues were not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the cable on the camera head was malfunctioning and the screen blacked out occasionally, but the image was visible. The camera head was being used with the video system. The procedure was not delayed more than fifteen (15) minutes. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although investigation did not confirmed the customer reported allegations of the flickering image, it is likely that the reported problem occurred because the cable for the camera head was faulty. A definitive root cause for the faulty cable was not established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Event description:
Additional information was received from the reporter. The issue was found during maintenance prior to use in a diagnostic bronchoscopy.